Manufacturer narrative:
(B)(6).

Event description:
It was reported by the customer through the emergency support program (esp) that during use, the cs300 intra-aortic balloon pump (iabp) experienced an autofill failure. There was patient involvement; however, no injury or harm was reported. The customer stated that the pump had been in standby mode for approximately 20 minutes and that attempts to initiate autofill using the fill key, as instructed on the help screen, were unsuccessful. Esp personnel connected with the customer via facetime and provided troubleshooting assistance. The customer was instructed to disconnect and reconnect the helium tubing from the pump, as well as disconnect and reconnect the catheter extender tubing from the balloon, and then press the start button. Following these steps, the pump started successfully without further issue.